Manufacturer narrative:
Patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an infusion set leakage at site after one day. The site is patient's belly. No further information available.